Event description:
A surgeon reported poor cutting will using the vitrectomy probe during a procedure. The issue was resolved after replacing the probe and there was no impact to the pt.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).